Event description:
It was reported the patient underwent an initial right hip arthroplasty and was revised six years post implantation. Subsequently, patient reports initially recovering from the first revision well, then started to experience increased pain. X-ray indicated that the right hip had dislocated. Dislocation was reduced, however, dislocation occurred again a week later, patient underwent a second revision four months later. During the procedure, scarring was excised from around the capsule. It was noted that there was obvious catastrophic failure of the polyethylene. The poly component had been resting on the superior aspect of the cup in a way that a large linear crease was created and mold over the acetabular cup rim.

Manufacturer narrative:
(B)(4). D10: ep-200154 act artic e1 hip brg 28x48mm 461270. 11-104110 mlry-hd por fmrl 10x155mm 625610. Unknown taper adapter unknown. 650-1055 cer bioloxd option hd 28mm 792330. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.